Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump did not change basal rate from 1.65 to 1.45. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten due to continued use. The pump was returned with the basal program 1.65u at 00:00, 1.45u at 09:00 and 1.60u at 16:30. During duration testing, the pump correctly changed from 1.6 u to 1.45 u. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.